Event description:
The pt had her silicone gel prostheses implanted either in 1979 or 1980 after she had mastectomies for carcinoma about 22 years ago. Before the surgery, she complained of pain in the implant areas. She was diagnosed for bilateral capsular contracture. During removal, the intact left implant was found to have herniated between the pectoral muscle and the serratus anterior muscle. The right implant was found to have ruptured.